Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA. (B)(4).

Event description:
Philips received a complaint from the customer in which they stated that they were in the middle of a procedure and they wanted to switch the system from the vascular protocols to the cardiac protocols. At that moment the system stopped working. They attempted to restart the system a few times with no success. They moved the patient to another room to complete the patient procedure. The customer stated that the patient was in the room to be diagnosed and treated with heart issues and the patient had a heart attack while waiting for system to restart. The hospital employees moved the patient to another room to complete the procedure.

Manufacturer narrative:
Philips analyzed the logfiles and found the following: the procedure started as: thorax/lungs 2fps. The user tried to switch procedures during a fluoro run (from the table side module) two times this did not work because it is not possible to switch procedures during x-ray. This is normal system behavior. The user did a pedal tap (start-stop in the same second) as a result the system reported xray not possible, this is as intended. This will only be for 1 second. In the next couple of minutes the system worked as intended. The user then switched to: "aortic arch lao 6fps", 10 seconds later to: thorax and then back to aortic arch lao 6fps within the same second. Forty six seconds later they switched to peripheral special¿, with procedure ¿one upper leg 3 fps¿. All this has been done from the tsm. Then 1.5 minutes later, the user did a 5 second fluoro run and shut the system down in the same second the fluoro run ended. The user restarted the system a couple of times. Logfiles show only a post error of the ip pc, no other deviations were found. Furthermore in the evening the field service framework was opened by the field service engineer (fse) on the monitor the customer described was blank. This indicates that the monitor was not being defective. In the logfile it is also noted that the system gave a post error. This post error was related to ¿frontal ip-pc memory 6 failed¿. The fse noted that the ip pc diagnostics returned ¿image channel step 6 failed¿. The result of these errors will be that the image channel step 6 checks the logfile for any errors, in this case it detected the post ¿frontal ip-pc memory 6 failed" error. When the system gives this post error, it indicates that there is something wrong with memory bank number 6 and shuts the memory bank down. This will not cause issues on the ip pc. No other issues with this system have been detected. Judging from this analyses and the fact that the hospital is no longer responding to our attempts to communicate, we are unable to find a cause or root cause of this problem since the system is functioning as expected and we can not find an explanation as to why the monitor in the control room would not work. (B)(4).